Event description:
It was reported that the administration set was not working correctly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number : 3012307300-2022-12904. The report was submitted in error.